Event description:
It was reported that during a patient code the autopulse resuscitation system gave 30 compressions, then stopped and displayed a user advisory 41 (patient temperature sensor failure) message. A clinician changed the battery and again the autopulse platform gave 30 compressions and displayed the same user advisory message. Additional information was provided by the customer on (B)(6) 2013: customer reported that they did not have to revert to manual CPR, normal medications were administered, however the patient expired. Customer also indicated that the batteries and platform were checked and the problem appeared to be with the platform, not the batteries. Further information was provided by the customer on (B)(6) 2013: customer reported that it is believed that the cause of death was due to cardiac arrest as patient had a history of atrial fibrillation and has experienced myocardial infarction in the past with hypertension. Customer confirmed that the exact date of death was (B)(6) 2013. Customer does not believe that an autopsy was performed. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The platform in complaint was returned to zoll circulation on 08/09/2013 for investigation. Investigation results as follows: visual inspection of the autopulse platform was performed and indicated that the device had a cracked top, encoder and motor covers. A review of the platform archive data exhibited multiple user advisory ua41 (patient temperature sensor) messages. The reported complaint was confirmed based on the results of this archive review. Functional testing was performed which indicated that the temperature sensor was functioning properly, therefore, the failure was unable to be replicated during testing. The returned autopulse platform was subjected to the run-in test with the 95% patient test fixture for an hour and no faults or errors were observed. In addition, the load cell characterization was performed and no issues were observed which indicates that the load cells were functioning properly. A possible root cause attributed to this issue, may have been due to the platform being exposed to high temperatures for a prolonged period of time, resulting in increased internal temperatures of the autopulse platform.